Event description:
The reporter contacted animas on (B)(6) 2012, reporting that all of the buttons started to stick and required hard presses to elicit a response. The reporter confirmed there was no damage to the keypad but the keypad symbols were worn. The reporter stated that there was no recent trauma or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4)- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad symbols were found to be worn off. During testing, the complaint of the keypad buttons' sticking was no duplicated; all of the keypad responded appropriately to button presses and were functional. During investigation, there was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.